Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file was missing patient data, spoke with international representative regarding patient information missing from the file and was advised that the patient weight was unobtainable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, the tip of the probe detached in the pt. The biopsy was completed with another probe. After completion of the procedure, the detached tip was surgically removed. The pt is reported to be doing well.

Manufacturer narrative:
The device history records were reviewed and this lot met all release criteria. The device was returned and images were provided. Based on the sample evaluation and on the photo review, the investigation is confirmed for the reported detached component, as the probe tip was not returned attached to the probe. The investigation is also confirmed for a break, as the internal stops on the front housing were found to be broken. The root cause for the tip detachment was determined to be an inadequate laser weld on the prob tip. The broken internal stops resulted in the transmission of excessive force to the probe tip, causing the detachment due to the inadequate welding. The root cause for the broken internal stops is unk.